Event description:
Customer reported that the insulin pump alarmed for a motor error during the fill process. The blood glucose reading was 291 mg/dl. The insulin pump had not been exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.